Manufacturer narrative:
Lifescan has requested the return of the subject product for eval, but has not yet received it. If the product is returned, lifescan will evaluate it, and if the product does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the product had an error message, which she could not remember. The product issue was unresolved with troubleshooting. There were no allegations of harm or injury.